Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device identified that the tip assembly was detached from the fiber and was not returned. The distal end of the outerflow tube was melted. The device was tested with a helium-neon laser fixture and no additional breaks were identified along the fiber length. The device passed a signature verification test and no issues were noted with the connector, tabs or segments. Based on the detached tip assembly, an evaluation code of unintended use error caused or contributed to event was assigned. Tip assembly detachment is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature (close to or higher than epoxy degradation temperature) near the laser beam output window. Continuously elevated temperatures can lead to fiber damage, including detachment of the tip assembly.

Event description:
The fiber was returned without any information. Analysis of the fiber identified the fiber tip was detached and not returned.